Event description:
On (B)(6) 2010, (B)(4) was notified of an event where a patient had moderate erythema and swelling following treatment with a thermage cpt system on (B)(6) 2009. Five weeks after treatment, the patient contacted the physician's office to report skin depressions and possible scarring. Four weeks later, the patient returned to the physician's office and was observed to have several skin depressions on the forehead and possible atrophic scars on the temporal region of the face. Several attempts were made to gather more information about the event. On (B)(6) 2010, information was received confirming that the patient had scarring on the face. The scarring was diminished after dermal filler (hyaluronic acid) and further fraxel treatments. Date of reportability determined on (B)(6) 2010 upon receipt of information confirming scarring of the patient's face.

Manufacturer narrative:
The device treatment tip was returned to (B)(4) for investigation, but the internal data memory card was not. A small dent was found on the tip surface, but this is not considered causal to the reported event.